Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 of this document warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvas will not be able to provide the intended flow. A specific cause for the reported aortic regurgitation, as well as a direct correlation to the device, could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient developed cardiogenic shock due to severe aortic regurgitation (ar), and urgent aortic valve reclosure was performed. During the operation, right heart failure was observed, but there was a patch on the front of the pulmonary artery caused by ross' operation that the patient had prior to heartmate implantation, and it was difficult to insert the right ventricular assist device (rvad) due to strong adhesion, so venoarterial extracorporeal membrane oxygenation (va ECMO) insertion from the groin was selected and circulation was stabilized. ECMO was removed as the right heart function improved after the operation and the patient went to the outpatient clinic again.

Manufacturer narrative:
Section d1: correction. Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to the device, could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), following this event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. A is currently available. The IFU lists adverse events that may be associated with the heartmate 3 lvas, including right heart failure. This document warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvas will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted to the hospital for heart failure due to aortic regurgitation. A cardiac operation was performed. It was clear that there was a causal correlation between this event and the patient's left ventricular assist (lvad) device. The patient was discharged on (B)(6) 2021.